Event description:
It was reported a spectrum pump had false upstream occlusion alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by a failed upstream sensor which had low fluid number readings. Low readings will increase sensitivity to false occlusion alarms. The failed upstream sensor was replaced.